Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was returned. The clip delivery system has not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: user facility (voluntary/mandatory) medwatch report (patient identifier (B)(6)).

Event description:
This report is filed as the clip opened post deployment. Mitral valve replacement was performed and the patient expired. It was reported that on (B)(6) 2018 a mitraclip procedure was performed treating mixed mitral regurgitation (mr) grade 4. One mitraclip (cds0601 xtr, 80621u282) was successfully implanted, reducing the mr to grade 1. On (B)(6) 2018, per echocardiogram, the clip had opened 120 degrees. There was no reported increase in mr. On (B)(6) 2018, surgical mitral valve replacement was performed. The patient was intubated and the implanted clip was explanted. Hospitalization was prolonged. On (B)(6) 2018, the patient expired. The cause of death could not be provided. Autopsy was not performed. A user facility medwatch report (patient identifier (B)(6)) was also received stating: "mitraclip arms opened - locking mechanism failed requiring mitral valve replacement via open heart surgery." No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the mitraclip was returned for analysis. The reported mechanical issue (clip open - locked) was confirmed during returned device analysis due to observed detachment of device or device component (hinge pin). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. However; a definitive cause of death in the incident could not be determined as no additional information was provided and autopsy was not done. This event was further reviewed by an abbott vascular (av) medical affairs director, and the reviewer stated that in this case, open heart surgery was performed to remove the clip which opened post-implantation due to possible locking mechanism failure, but without worsening mitral regurgitation (mr). The post -operative course was not described and death occurred with no specific cause. Limited information is available, but death was likely a complication of open surgery with no evidence of relationship to the device. Based on the information reviewed, the surgical procedure (major) and hospitalization appears to be a result of case specific circumstances as the patient underwent a surgical mitral valve replacement and the patient was intubated and the implanted clip was explanted. Additionally, a definitive cause of death in the incident could not be determined as limited information was provided and autopsy was not done. Lastly, the reported mechanical issue (clip open - locked) issue was confirmed due to the observed detachment of device or device component (hinge pin). This appears to be a potential product issue, potentially related to manufacturing and/or design issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned. Based on the information reviewed, the reported clip opened while locked was confirmed due to an observed detachment of the hinge pin. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. The observed mechanical jam appears to be a cascading effect of the hinge pin detachment. Based on the information provided in the case details and abbott medical reviewers feedback, given the late occurrence of death, the outcome of the patient death is most likely related to the surgical procedure. Based on this analysis the election of surgical procedure was a result of the reported device malfunction which likely contributed to death. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. It was determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The event is potentially related to manufacturing and/or design issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. This images of the event were further reviewed by an abbott vascular medical affairs, and the reviewer provided two reviews where it was concluded that the clip was noted to be in the closed state post deployment and nothing unusual is visible in the 3 fluoroscopic video clips related to the procedure. The remaining fluoroscopic video clips show the clip in an open state. Nothing particular can be seen that could explain why that happened. Moreover, additional information was provided stating that nothing is visible that can be intended as a cause of the event. Everything seem to have been done correctly, grasping of the clip was good, with a very stable clip on the leaflets. Also, follow-up echo confirms, as already seen in the fluoroscopy that the clip is open at about grasping angle. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4).